Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm whereby gore® tag® conformable thoracic stent graft with active control system (ctag ac device) was implanted just above the superior mesenteric artery. The celiac artery was embolized. At follow-up one year (unknown date) after the initial procedure, enlargement of the aneurysm diameter and a distal type I endoleak were observed. On (B)(6) 2023, in preparation for re-intervention additional implantation of stent grafts) for repair, an abdominal debranching procedure was performed to reconstruct the superior mesenteric artery and renal artery. On (B)(6) 2023, the patient underwent re-intervention. An additional stent graft (tgmr313115j) was implanted distally to the initially implanted ctag ac device, and one more additional stent graft (tgmr373720j) was implanted proximally as a bridge device. The patient tolerated the procedure. The physician reportedly stated: this was originally a difficult case with a short distal landing, and I suspected a slight endoleak from the initial tevar.